Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: " during test 20 yellow led doesn't visually switch on in medium and low alarm. "